Event description:
It was reported that at post operation check, the pulse generator exhibited premature battery depletion. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.